Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was seen for post-op follow up after her scs system implant procedure. When the physician removed the staples, he noted the ipg site incision might be infected. The patient was prescribed oral antibiotics and will follow up with the physician in a month.

Event description:
Follow-up identified at the patient's last visit with her physician there were no further signs of infection, and the site of the incision was clean and dry with no reddness or drainage.